Event description:
The hcp reported that the pt presented with seizures, a slight fever, jerking of extremities and face and was very agitated 3 days after implant. The pt was admitted to the hosp. At implant in 9/9/2005, the concentration of baclofen was changed and updated from 2000 mcg/ml to 500 mcg/ml with a daily dose of 900 mcg. A bridge bolus was not performed. The pump was stopped following admission. The solution was removed from the infusion system and the pump was refilled with 2000 mcg/dl. A priming bolus was administered and the pump was programmed for simple continuous administration with the previous dose. The pt recovered without sequela.